Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two vf induction test were performed. During the first attempt the vf was interrupted using the external defibrillator before the delivery of the second shock. During the second attempt the first shock was again ineffective, and the vf was interrupted. The device was reprogrammed. The patient was good after the event.